Event description:
During a lap cholecystectomy procedure, the shear broke in half, was able to retreive. A second instrument exhibited an error code. Took shear off and put another one on hand piece and got the same noise and error code. Finally used 3rd one to complete the case. No patient consequence.